Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The stopcock valve came unglued and fell off outside the pt. Put a piece of ray-tec in the stopcock to finish the case. There was no consequence to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.